Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 106 mg/dl. Nothing further reported.